Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead, the physician was unable to attain favorable threshold and r-wave measurements. The helix was then attempted to be retracted for lead repositioning however the helix mechanism failed to retract as intended. The entire lead body was rotated to successfully remove the lead from the procedure. Another lead was implanted with favorable measurements and the attempted implant rv lead, is intended to be returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was partly extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.